Manufacturer narrative:
The pt did not suffer any injury or require any medical intervention. A gambro technical services (gts) field rep was dispatched to the facility. He was unable to inspect the machine as it had been inspected by facility's biomedical tech. He found the machine to be in calibration and working correctly. Facility's clinical nurse did not request a visit from gambro intensive care therapy specialist as she stated that this was just an oversight on her part. On 4/30/06 a gambro intensive care therapy specialist spent three days at this facility addressing safety alert info regarding the prisma machine with the hosp's nine intensive care unit. In a three-day period, she in-serviced 160 registered nurses at this hosp. The machine has been placed back in service without further incident.